Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator touch screen went blank while on a patient. The customer confirmed that there was no patient harm or injury associated with the reported issue.